Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional test was subsequently performed by filling the unit with water. Continuous flow was observed. The reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor large volume set was observed with no flow. The event was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.